Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report was submitted to the FDA under mw5110901. It was reported that a female patient who underwent breast surgery with two unspecified mentor breast implants experienced pain, depression, hair loss, nail loss, panic attack and suicidal thoughts post procedure. As a result, patient had an explantation on an unspecified date. This medwatch form is for the right breast prosthesis. The common device name and procode values that are being submitted are for submission purposes. A supplemental report will be submitted if clarifying information is received.